Event description:
Procedure: laparoscopic ventral hernia repair. According to the reporter, the tracker made a hole in mesh. The patient is currently fine. There was no tissue damage, extensive blood loss, delay in the procedure or patient injury.

Manufacturer narrative:
(B)(4).